Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via transradial approach. The target lesion was located in the right coronary artery (rca). After an unspecified stent was positioned distal in the rca, a 3.00mmx12mm promus premier stent was advanced to treat the proximal rca. As the device was advanced through the guide catheter, the physician noted that the stent did not feel correct. The physician then noted that the stent did not exit the guide catheter. Fluoroscopy was performed to the guide catheter and it was observed that the stent delivery system had fractured. The physician decided to remove the guide catheter, and successfully recovered the separated shaft of the stent. The guide catheter was reinserted and the procedure was completed with another 3.00mmx12mm promus premier stent. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was received for analysis. It was noted during analysis that the hypotube was broken 91.2cm distal to the strain relief. Additionally it was noted that the hypotube was kinked in the vicinity of both break sites and at various other positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. It was specified that this damage occurred in the guide catheter. No issues were noted with the crimped stent, balloon and tip section of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via transradial approach. The target lesion was located in the right coronary artery (rca). After an unspecified stent was positioned distal in the rca, a 3.00mmx12mm promus premier¿ stent was advanced to treat the proximal rca. As the device was advanced through the guide catheter, the physician noted that the stent did not feel correct. The physician then noted that the stent did not exit the guide catheter. Fluoroscopy was performed to the guide catheter and it was observed that the stent delivery system had fractured. The physician decided to remove the guide catheter, and successfully recovered the separated shaft of the stent. The guide catheter was reinserted and the procedure was completed with another 3.00mmx12mm promus premier¿ stent. No patient complications were reported and the patient was doing well.